Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime test and no delivery tests. No delivery alarm functioned properly. Unit was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 562 mg/dl. The customer was treated for high blood glucose with injection and old pump. The customer was advised the 2 high blood glucose rule. The customer reported via phone that the insulin pump had absence of no delivery. Customer's blood glucose at time of incident was 560 mg/dl. The customer stated that she switch her infusion set. The customer did not notice if the infusion set was bent.